Event description:
A high reading issue was reported on the adc device. A customer reported receiving an unspecified high sensor scan when compared to an adc meter and experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 35 and administered glucose and saline intravenously for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 150 mg/dl in comparison to a hcp meter result of 35 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported on the adc device. A customer reported receiving an unspecified high sensor scan when compared to an adc meter and experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 35 and administered glucose and saline intravenously for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 150 mg/dl in comparison to a hcp meter result of 35 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor low signal was observed. The sensor was de-cased and visual inspection was performed. No issues were observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.